Event description:
The manufacturers service engineer replaced the power supply to address the reported problem.

Event description:
The international customer reported the ventilator would not boot up on ac power. The customer reported there was no patient involvement. The manufacturers service provider ordered a power supply for replacement to address the reported problem.

Manufacturer narrative:
Supplemental report